Manufacturer narrative:
(B)(4). Batch #: u93n6u. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with the foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to the crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event. Please reference the instruction for use for more information it is probable that the ingress of moisture affected handpiece functionality. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the hand activation line failure was found. Changed to another one to complete the surgery. There was no patient consequence reported.